Event description:
During a training demonstration, the company representative removed the batteries from the unplugged iabp and observed that the iabp shutdown silently due to power loss without warning alarm as was expected. No patient was involved.

Manufacturer narrative:
The company representative was unable to duplicate the event of iabp shutting down without warning alarm when the batteries were removed. The unit was verified and found that the iabp as operating properly as designed and the alarm was sounding when the iabp is unplugged and batteries are removed. The company representative performed calibration and operational checks. The iabp met factory specifications and was returned to the customer. (B)(4).